Event description:
Sign and symptoms diseases being reported to stryker = excessive hip pain, hip pain, severity mild, relationship to device = uncertain. Pt c/o hip pain in both hips after a very busy day.

Manufacturer narrative:
The info provided by stryker orthopaedics' clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If it becomes available, the eval summary will be submitted in a supplemental report.